Manufacturer narrative:
Medtronic is leading an evaluation of the reported monopolar curved shears. Evaluation of the device logs indicate that the monopolar curved shears had a total use time of thirty-one minutes and a use count of one. The logs show that an error code occurred when the instrument drive unit software is controlling the instrument and if the magnitude of the measured torque of any of the instrument drive unit motors exceed specific limits for the instrument this triggers a non-recoverable error and causes the arm to freeze. This error also has an error message stating: "danger: instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument." Further evaluation of the reported monopolar curved shears is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair, the monopolar curved shears (mcs) had a red instrument error and the surgeon was not able to move the mcs anymore. It was removed and replaced. There was no patient injury.